Manufacturer narrative:
A work order search was performed. No similar complaint type events were found. Corrected information: it was reported as product problem with no adverse events. The reporter indicated that as the surgeon was attempting to implant a a 12.1mm vticmo12.1, -15.0/+2.5/100 (sphere, cylinder, axis), implantable collamer lens in the patient's left eye (os) that a lens tear was noticed prior to implantation. This occurred on (B)(6) 2017. On (B)(6) 2017, a similar lens was implanted and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a lens case/vial. Visual inspection found the haptic broken and fibers on lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -15.0/+2.5/100 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. During the same surgery, the surgeon explanted the lens as he saw that the lens tore before it was implanted. On (B)(6) 2017, the lens was exchanged for a similar lens and the problem was resolved